Event description:
During a diagnostic procedure in the left main coronary artery, a dissection was encountered. The pt required emergency surgery to repair the area and was reported to be doing alright. There was no indication of product malfunction. The device was discarded at the hosp.